Event description:
It was reported to nova biomedical that a consumer rec'd a result of 35 mg/dl on his blood glucose meter at 3:22am. It is unk if there was any emergent food intake intervention at that time. The consumer tested himself twenty mins later at 3:55am, getting a result of 151 mg/dl. The consumer requested medical intervention, when the emt's arrived, they tested the consumer getting a results of 27 mg/dl on their unk brand of glucose meter. During the call to customer support, the consumer alleges a control solution test was performed as instructed in the directions for use, however, cannot recall the result but did state, the result was in range. Unable to perform a control solution test while on the line, the consumer was unable to find his control solution. The meter and test strips will be returned for eval.

Manufacturer narrative:
Test strip lot # 1020213212, expiration date: 7/2015. Nova max test strip insert - quality control. Checking the system control solution test: the nova max control solution is used as a quality control check to make sure that your blood glucose monitor and the nova max glucose test strips are working correctly. Do a control solution test: each time you open a new vial of test strips. Nova medical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a f/u report will be filed.